Manufacturer narrative:
Sensor 3mh00fpr19d has been returned and investigated. Visual inspection was performed and no issues were observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Data was extracted from returned sensor using approved software and sensor was found to be in state 6 (indicating early termination). Reprogrammed and activated sensor and observed the sensor state returned to state 6. The sensor was then de-cased and the battery was replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported while using the adc device and was therefore unable to obtain sensor readings. The customer experienced symptoms described as sleepy, sweaty, and weak. The customer was given a glucagon injection by spouse for treatment. There was no report of death or permanent injury associated with this event.